Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with unknown mentor gel implants experienced bilateral capsular contracture (baker grade unknown) post procedure. The capsules were thickened. As a result, explant was performed on (B)(6) 2021. The devices were found intact during explant. See 1645337-2021-09238 for contralateral prosthesis report.